Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient underwent excision arthroplasty following a hip arthroplasty.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00458, 0001822565-2018-00560, 0001822565-2018-00562. Event date: unknown date on (B)(6) 2012. Implant date: unknown date on (B)(6) 2012. Explant date: unknown date on oct 2012. Concomitant medical product(s): therapy date: unknown date on (B)(6) 2012. Unknown arcos long uncemented stem catalog#: ni lot#: ni. Unknown head catalog#: ni lot#: ni. Unknown liner catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a right hip excision arthroplasty approximately one month post-implantation due to pseudomonas infection. All components were removed and no products were implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient underwent excision arthroplasty due to a pseudomonas infection following a hip arthroplasty.